Event description:
Customer reportedly received result of 96 mg/dl on the aviva system and 41 mg/dl on lab value within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.